Manufacturer narrative:
(B)(4). Additional information: this product (catalog# br-22854) is not sold in the us. A similar product/component is sold in the us. Additional patient information: the patient was discharged from the ward and no other deterioration in health.

Event description:
It was reported that the patient on inotrope support and increased patient on double strength noradrenaline, metaraminol and amiodarone. A new 3-way tap (from the cvc set) was attached to the end to enable piggybacking. While attaching new metaraminol it was noted that there was a blood back flow from the line. The doctor was present. Consequences: systolic dropped to 55 - unexpected deterioration in bp - resolved quickly. Medical intervention: 500ml bolus of hartmann's solution was given - inotrope port flushed - crack noted in the stopcock (tap) - stopcock changed quickly. Upon review several cracks were observed in the luer connector of the 3-way tap.

Event description:
It was reported that the patient on inotrope support and increased patient on double strength noradrenaline, metaraminol and amiodarone. A new 3-way tap (from the cvc set) was attached to the end to enable piggybacking. While attaching new metaraminol it was noted that there was a blood back flow from the line. The doctor was present. Consequences: systolic dropped to 55 - unexpected deterioration in bp - resolved quickly. Medical intervention: 500ml bolus of hartmann's solution was given - inotrope port flushed - crack noted in the stopcock (tap) - stopcock changed quickly. Upon review several cracks were observed in the luer connector of the 3-way tap.

Manufacturer narrative:
(B)(4). The customer returned one 4-way stopcock for evaluation. After the stopcock failed functional testing, multiple cracks were detected on one of the luers. White coloration was observed around the cracks, indicating excessive force and/or torqueing caused the damage. The stopcock was functionally tested by attaching each luer to a lab inventory syringe filled with water. When the plunger of the syringe was depressed, water leaked through the cracks of the damaged luer. The other 3 luers functioned as expected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use provided with this kit instructs the user to connect all extension lines to appropriate luerlock line(s) as required. The customer report of stopcock leaking during use was confirmed by complaint investigation. The returned stopcock contained multiple cracks in one of the luers. The cracks were consistent with excessive force/torque being used on the luer. Stopcocks of this type are designed to withstand an axial force of 27.5 n for 5 seconds while applying a twisting action to a value of torque not exceeding 0.1 nm. A device history record review was performed based on sales history with no relevant findings to suggest a manufacturing related issue. Based on the sample provided, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.